Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer row b cubies were not detected on the bus. A field service engineer (fse) powered down the device, opened the back panel, and reseated all drawer connections to the module and controller board for drawer 2. The device was rebooted, after restart, the drawer was displayed correctly and the customer successfully inventoried cubie pockets and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had pocket not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.